Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and the treatment for the event were not reported. On an unreported date, the patient was hospitalized for the peritonitis and another indication. It was not reported if the patient had recovered from the event or whether dianeal therapy was ongoing. No additional information is available.